Event description:
There was an allegation of questionable elecsys syphilis results from the cobas e 801 analytical unit. The result was 0.093 coi (non-reactive). The result by fluorescent antibody igm was positive for syphilis. The result by syphilis fluorescent antibody igg was negative. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer considered the reactive syphilis result to be correct. As no sample material from the patient was available, further investigation was not possible. The investigation did not identify a general product problem. The specific cause of the event could not be determined.